Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, oversensing of the minute ventilation sensor was noted on the ra channel. Noisy episodes were noted following the lead safety switch that occurred following the out of range measurements. The patient rarely paces in the atrium, troubleshooting options were discussed. No adverse patient effects were reported.